Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the green light was not flashing after insertion. The customer also reported that they did not see the needle after removing the sensor off the body. The customer's blood glucose was 7.6 mmol/l at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
We inspected insertion needle for burrs, hooks and dull needle tip defects and none were found. The introducer needle passed per specifications. No broken or missing parts were observed during analysis.